Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, a definitive root cause could not be determined.

Event description:
It was reported during the procedure, the acu-loc2 link screw 30-0100 broke when surgeon was tightening it into the plate. The procedure was completed with the other link screw that was in the instrumentation. Additional information was received reporting there were no adverse patient consequences and that this issue prolonged the procedure by only two (2) minutes. This report is related to report number 3025141-2022-00390 for the plate involved in this event.

Manufacturer narrative:
The acu-loc® 2 vdr hexalobe ext link screw was received for evaluation on 21 december 2022. The device evaluation was completed on 22 december 2022. The acu-loc 2 vdr ext link screw (part# 30-0100, batch: 526968) was investigated upon its return. The screw head was confirmed to be sheared off, and the hexalobe recess was damaged. The sheared off head of the link screw showed hexalobe edges that were twisted and deformed. There was some debris stuck in the threads of the link screw and some minor scratching seen on the threaded shaft and tip of the screw. Under magnification the fracture pattern of the screw head showed a smooth and clear separation from the body of the screw on both the remaining screw portion surrounding the hexalobe recess and on the underside of the sheared off head. This is indicative of a single overload force caused by the tightening or potential over tightening of the screw into the plate. Referencing the model, the area of the location of the fracture directly aligns with the thinnest wall thickness between the threads and the hexalobe recess. This is an area of stress concertation and higher potential failure. This failure is likely to occur with overtightening or off axial loading creating a moment force on the screw head. However, due to unknown procedural conditions, no definitive conclusion can be made.